Event description:
The user facility reported that a portion of the guidewire coating had been displaced during a procedure exposing the core wire. Follow-up communication confirmed: the device was being used in conjunction with a catheter; during removal the coating was observed to be "sliding off" the distal end of the device; the entire device was removed from the patient without further intervention, the procedure was completed successfully; and the patient is reported to be "doing well."

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection & testing of a retained sample from the reported lot confirmed that there were no defects or anomalies & product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is consistent with damage to the guidewire coating due to manipulation against resistance. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2011-00072 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Results - (B)(4) based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample conclusion - is based upon evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in japan for further evaluation. Examination confirmed: the urethane coating had been peeled away from the core wire approximately 250mm from the distal end; the coating was then rolled in the distal direction exposing approximately 5mm of the core wire; and there were no signs that any coating material had become completely detached. Examination and testing of undamaged areas on the returned sample found no evidence of an anomaly or defect and performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the exact cause cannot be determined based on the available information, the appearance of the returned sample is most consistent with damage to the guidewire due to continued manipulation against resistance. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.